Event description:
This report summarizes thirty-seven malfunctions. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced patient device interaction problem, malposition of the device, detachment of the device or a device component, and migration or expulsion of the device. This information was received from one source. The thirty-seven malfunctions involved thirty-seven patients with no patient consequences. The ages, weights, and genders of the patients were not provided.

Manufacturer narrative:
H10: the lot numbers for the thirty-seven malfunctions are unknown, therefore manufacturing reviews could not be conducted. Neither the devices nor medical records have been returned for evaluation; therefore, the thirty-seven malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. F wolf , s thurnher and j lammer (2001). Simon nitinol-vena-cava-filter: wirksamkeit und komplikationen. Röfo - fortschritte auf dem gebiet der röntgenstrahlen und der bildgebenden verfahren, 173(10), 924¿930. Doi: (B)(4). H11: g1, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot numbers for the thirty-seven malfunctions are unknown, therefore manufacturing reviews could not be conducted. Neither the devices nor medical records have been returned for evaluation; therefore, the thirty-seven malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes thirty-seven malfunctions. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced patient device interaction problem, malposition of the device, detachment of the device or a device component, and migration or expulsion of the device. This information was received from one source. The thirty-seven malfunctions involved thirty-seven patients with no patient consequences. The ages, weights, and genders of the patients were not provided.